Event description:
Customer reports thta his device read 220mg/dl while the lab read 95mg/dl within 10 mins. Customer reports another comparison where his device read 265mg/dl wjile the lab read 105mg/dl. No treatment rec'd. Qcs were used and reportedly fell within aceptable limits. Requested return of suspect device and replacement was sent.